Event description:
The reporter indicated that a 13.2 mm vticmo 13.2 implantable collamer lens of -8.50/2.0/110 (sphere/cylinder/axis) was implanted into the patients right eye (od) on (B)(6) 2020. On (B)(6) 2021 the lens was exchanged for a longer length lens due to low vault. The exchange resolved the problem. Status of eye wnl (within limits), shallow vault but acceptable. Cause is reported as device "low vault." See MFR# 2022-00470 for initial lens.

Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim#: (B)(4).

Manufacturer narrative:
H3-device evaluation: lens returned in a micro-centrifuge vial, dry. Visual inspection found no visible damage to lens. The return lens did not meet the original value measured at the time of manufacturing. The lens returned is not the size stated in the claim. Unable to identify which lens pertains to which claim as they were both returned in the same bag. Claim# (B)(4).